Event description:
It was reported that an external fluid leak was observed from the "ruptured" deaeration chamber of a prismaflex st 150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplement report will be submitted.